Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the insertion tube was broken in several places. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the user complaint was confirmed. . A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to some kind of stress such as damage or deterioration of parts, device incorrectly handled during reprocessing and interoperability problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.